Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 240 mg/dl. The cause was unknown. The customer went to the emergency room (ER) where intravenous fluids were administered to address the high bg. The customer left the ER in good condition and a bg of 240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
Additionally, the customer experienced moderate ketones.